Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the complete suture was loaded in the device with the posterior needle tip loose. The posterior cuff with the link was still in the foot pocket and its cuff tabs were undisturbed. The anterior cuff had been pulled out of the foot pocket, with its tabs bent indicating a needle to cuff detachment. A posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The plunger was inserted to test the needle trajectory, needle depth and mandrel travel and the results were acceptable. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. Based on the investigation findings, the most probable root cause for the posterior cuff miss and subsequent failure to harvest the suture is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.